Event description:
The sales rep reported that there was an incident with the certas valve being reprogrammed by MRI. It was stated that the valve setting was not checked prior to the MRI. The patient¿s valve was set to setting 4 prior to MRI. The valve was checked after the MRI and it was set at 1. The valve was easily reprogrammed. No adverse consequences to the patient.

Manufacturer narrative:
It was communicated that the device was not removed as it was easily programmed and the patient was released after the MRI. It was communicated that the customer is attempting to obtain the lot number for the device. It is not clear if that information will be available. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.